Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by the defect of the solenoid valve due to accidental failure. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Correction is being made for device return date and patient code. The concerned product has not been repaired in the past year. There was gas leak found during inspection and testing. This is attributed to internal component failure. The cause of the indicated phenomenon is that the electro-pneumatic proportional valve was damaged. The cause of the damage to the electro-pneumatic proportional valve could not be identified. Since it does not tend to occur frequently, it is considered to be an accidental failure.

Manufacturer narrative:
The inspection of the device by osh also confirmed following; the flow sensor was out of order and the integrated flow rate could not be measured accurately. The user facility reported that there was an abnormally large internal noise when the device was used in combination with an otv-s190, but it was not reproduced. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the solenoid valve was damaged and leaked, and the compound feed-back valve was damaged, the display showed non-flow. Reportedly, gas was leaking from the high pressure hose. There was no report of patient injury associated with this event.